Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer. The technician inspected the sterilizer and found the unit to be operating properly. The sterilizer was returned to service and no additional issues have been reported. The employee was not wearing gloves while removing the instrument pack from the sterilizer. The operator manual states (pp. 2-1), "ppe-personal protective equipment. Steris recommends wearing chemical resistant gloves when handling sterilant cup or unloading sterilization unit." The operator manual further states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." A steris district service manager offered in-service training on the proper use and operation of the sterilizer however, the user facility declined. The v-pro max was installed in 2017 and is serviced and maintained by the user facility.

Event description:
The user facility reported that following a completed sterilization cycle, an employee removed an instrument pack from the sterilizer and felt a burning sensation. The employee sought medical treatment.